Event description:
It was reported that a dexcom g7 continuous glucose monitor disconnected from the ilet after approximately one day of successful use, and the user¿s ilet had subsequently lost power, consistent with intermittent communication failure between devices and implicating electrical or magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involving electrical or magnetic components such as the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.